Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 88mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The caller stated that the device was not exposed to a high magnetic field. Performed the displacement test and the test failed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms or displacement anomalies were noted. The motor was tested outside the device and passed. However, unable to prime the insulin pump during prime test due to faulty force sensor. The insulin pump was received with a cracked case at lcd window corners. The insulin pump was received with a missing end cap sticker.